Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl reconstruction procedure the tensioning suture on the ar-1588rt-j acl tightrope double loaded passing sutures broke off very close to the button while tensioning. The rep stated there was no need to retrieve the broken piece as it was implanted. The case was completed, and a second surgery is not needed. The patient outcome was good. Additional information received on 10/21/2019: the rep reported the broken tensioning suture was retrieved. The tensioning suture broke directly where it enters the tensioning mechanism at the level of the button. The remainder of the ar-1588rt-j remains implanted. The rep reported that the implant held and the patient's acl reconstruction is still tight. The procedure was an initial surgery, not a revision.